Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. The platform and diagnostic service pc were able to communicate momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was the defective processor board, likely due to the aging of the device. The autopulse platform was manufactured in april 2007 and is over 15 years old, well beyond its expected service life of 5 years. Upon visual inspection, the front enclosure was observed scratched with a vertical crack going through one of its screw fittings, and the battery lock was twisted. These observed physical damages are unrelated to the reported complaint and appeared to be the characteristics of harsh impacts due to user mishandling. The damaged parts needed to be replaced to address the issues. The platform was further examined, and it was noted that the power distribution board revision level was below 6 and needed to be updated, attributed to the age of the platform. This observation is unrelated to the reported complaint. The archive data could not be downloaded as the parameters in backup memory (non-volatile ram) had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up the device, confirming the reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which was replaced to remedy the fault. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the test without any issues. Upon customer's approval for repair and service completion, the platform will be subjected to final functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The customer reported that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR". The customer was unable to clear the error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.